Manufacturer narrative:
In the 3500a regulatory report we reported the lot number as unknown_d-1260-04-s however, the lot number is 16027592m. (B)(4) it was reported that during this atrial fibrillation (afib) procedure, the tip electrode #2 of this catheter was discovered bent hanging off out of the box. The catheter was exchanged and the procedure was completed. There was no patient injury reported in this procedure. The returned device was visually inspected upon receipt and it was found in normal conditions. Electrode #2 was found in good conditions and no external damage was observed. Pu (adhesive) was properly applied on the edges of the electrode. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.

Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. (B)(4).

Event description:
It was reported that during this atrial fibrillation (afib) procedure, the tip electrode #2 of this catheter was discovered bent hanging off out of the box. The catheter was exchanged and the procedure was completed. There was no patient injury reported in this procedure.